Event description:
Per the audiologist, the pt fell and could no longer hear with the cochlear implant system. Results of an integrity test done in 2007 showed the cochlear implant was not functioning. The pt's device was explanted two months later, and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.